Manufacturer narrative:
Concomitant products: product ID 3874, serial# unknown, implanted: (B)(6) 2014, product type screening device; product ID 3874, serial# unknown, product type screening device. (B)(4).

Event description:
It was reported that during a trial procedure, there were low impedances. Two leads were implanted. Post operatively, one of the l eads (0-7 lead) was showing a short. Impedances were less than 50 ohms in lead 2-7. When trying to program 0-7 using any contacts, the patient felt a stabbing back pain. The 8-15 lead felt fine to the patient. The stimulation was supposed to be in the left sid e/back/legs area but was felt in the middle of the back. The patient moved a lot during the procedure and was agitated on the table. It was stated that the patient had a hard time waking up on anesthesia. The patient had to be held in order to be kept still. It was stated that the leads did go ¿up¿ pretty well. It was stated that everything ¿looked fine.¿ it was further reported that the low impedances were on electrodes 3-8. No cause had been determined. No interventions were planned. The company representative was unable to reach the patient for follow up as of 3 days after the trial. Additional information from the physician was also requested, if received, a follow up report will be sent.